Manufacturer narrative:
The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported following the intraocular lens implantation the patient had experienced blurred visual acuity, refractive error, yttrium aluminum garnet (yag) was performed. The lens was explanted in a secondary procedure and was replaced with a different company lens. The patient issues were resolved.

Manufacturer narrative:
The lens was returned wrapped in gauze inside a small brown envelope. The lens had a small amount of solution. The lens has been cut into three pieces. Power and resolution testing could not be conducted due to the optic damage. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided by the reporter for further investigation. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The manufacturer internal reference number is: (B)(4).